Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests with two disposable novasure devices due to a uterine perforation. Additional info was received in 2008. The physician became aware of a perforation on post hysteroscopy following the attempted ablation. The perforation was not visualized but there was a loss of fluid during the hysteroscopy leading the physician to believe there was a perforation present. There was no treatment needed and the pt was discharged. It is not known if this perforation occurred during sounding or attempted ablation, and it is not known what instrument may have caused this perforation.

Manufacturer narrative:
Device MFR date is 12/19/07. This coding reflects the eval of disposable device. Device history record (DHR) review was conducted for the reported device. This review revealed no abnormalities related to the reported info. This device passed final testing prior to release. This lot was released meeting all qa specs. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.